Event description:
Unomedical reference number (B)(4). Event occurred in israel. On 20-mar-2023, it was reported that the patient's infusion set's tubing detached from the tubing connector. The site location was patient's buttock, and the pump was in the pocket. The infusion had been used for about half an hour. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.